Manufacturer narrative:
The information provided to the complaint are currently analyzed. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Currently the information provided to the complaint is analyzed. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer (from toilet to wheelchair), the residents knee went to the upper part of the knee pad, which forced the knee pad forward. This action caused the residents body to shift and slide partially down from the sling and have their foot hit the floor.

Event description:
During a resident transfer from the toilet to a wheelchair, the resident¿s knee pressed against the upper part of the knee pad, pushing it forward. This caused the resident¿s body to shift and partially slide out of the sling, resulting in their foot hitting the floor. Following the incident, an arjo technician evaluated the lift and found that the silent blocks were fatigued and needed replacement. The technician noted that silent blocks are wear-and-tear items that flex during use. The patient injury information has been corrected following additional information from the customer. As a consequence of the event the resident sustained a fracture of two legs.

Manufacturer narrative:
During a resident transfer from the toilet to a wheelchair, the resident¿s knee pressed against the upper part of the knee pad, pushing it forward. This caused the resident¿s body to shift and partially slide out of the sling, resulting in their foot hitting the floor. The resident sustained fractured foot. Following the incident, an arjo technician evaluated the lift and found that the silent blocks were fatigued and needed replacement. The technician noted that silent blocks are wear-and-tear items that flex during use. During the interview with the customer, the arjo representative asked if the caregiver used the lower leg straps during the transfer. The carers stated that they were using straps, however, the care director was not certain if this was the case. The lower leg straps are an accessory used to ensure that the lower parts of the resident¿s legs stay close to the knee support. They pass around the knee supports, then around the resident¿s lower calves. According to instruction for use for sara 3000 device( kkx8101m-en, rev 3), before attempting to use sara 3000, a full clinical assessment of the resident condition and suitability must be carried out by the cargiver. The resident should meet the below criteria. "Sits in a wheelchair, is able to partially bear weight on at least one leg, has some trunk stability, dependent on carer in most situations, physically demanding for carer, stimulation of remaining abilities is important." If the patient does not meet these criteria an alternative equipment/system shall be used. Based on the information provided, the exact cause of the partial slipping from the sling cannot be determined. The knee pad that moved forward did not cause the patient to fall, as this part is not responsible for supporting the patient¿s weight. Unfortunately, the customer did not provide any information on the patient¿s condition that could potentially contribute to the event. Additionally, it was not confirmed with certainty whether the leg straps were used at the time of the event. To sum up, arjo active floor lift and active sling were used as a system for patient transfer when the patient slipped out of the device. The knee pas silent block was defective and from that point, the device did not meet its specification. The complaint was decided to be reportable due to the patient¿s fall.